Event description:
It was reported the patient experienced a shocking or jolting sensation. The shocking sensation occurred when the implant battery was low. There was no known accident or incident related to the event. The issue started a few months prior. The patient's recharger and patient programmer had been lost and were not available at the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 355029, lot# n090685, implanted: (B)(6) 2008, product type accessory; (B)(4).